Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl at the time of incident. The customer did not experienced symptoms due to low blood glucose. The customer treated low blood glucose with sprite. The insulin pump was not on auto mode at the time of incident. The customer reported issue with sensor glucose and blood glucose value differences. The insulin delivery was not suspended due to sensor glucose and blood glucose value differences. The sensor glucose value from reported event was 125.00 mg/dl. The blood glucose value from reported event was 49.00 mg/dl. The difference in value between sensor glucose and blood glucose values was 76.00 mg/dl. The sensor glucose and blood glucose value differences were not within the target range no further patient complications were reported. Troubleshooting was not performed and the device will not be returned for analysis.